Event description:
It was reported that there was a leak between transfusion line and hotline. The date of event was nov-2024. There was no patient involvement.

Manufacturer narrative:
B3: month and year of event have been provided, day is unknown. Device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
This complaint was incorrectly filed under this registration number, please reference mrn 3012307300-2025-05567 for details pertinent to this event.